Event description:
Ligasure jaws stopped working after 2 hours of use. The spring appears to have broken. A new hand piece was opened to complete procedure.======================manufacturer response for ligasure v vessel sealing instrument, ligasure v (per site reporter).======================manufacturer provided a return goods authorization (rga)# and shipping container for product return evaluation.